Event description:
It was reported that ineffective treatment occurred. An ekosonic catheter was selected for use during an occluded axillary femoral bypass graft thrombolysis procedure. Partial thromboplastin was performed, which shoes elevated fibrinogen from 200 up to 600 range. At this time, tissue plasminogen activator was increased from 1mg to 2 mg. Fibrinogen did not decrease. Procedure was completed without complications. The follow day, case follow up was performed to show no change in clot via angiography. The physician advanced a wire distally and found a focal lesion below the graft anastomosis. Another thrombectomy procedure was performed to successfully resolve the clot. It was then decided to add a covered stent distal to this focal lesion. No device malfunctions occurred. No patient consequences were reported.